Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right ventricular (rv) lead was observed to be kinked. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of lead kinked during implant was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed the lead body was kinked at the proximal region of the lead consistent with procedural damage. The cause of the reported event was isolated to the kinked lead body consistent with procedural damage.